Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735773 (serial/lot: unknown) and product ID 9735787 (serial/lot: unknown). H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the localizer faulted error message, a0708 captures the 0% battery, and a0719 captures the main cart powering off immediately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when connected to wall power, the system displayed a battery service error. There was troubleshooting present. It was reported that with the system connected to wall power, the main cart displayed 0 percent (%) battery and the camera cart displayed 100% and charging. The system was then removed from wall power and the main cart powered off immediately and the camera cart remained powered on for over 3 minutes. The probable cause noted was an issue with the main cart battery and/or uninterruptible power supply (ups). There was no patient involvement.

Manufacturer narrative:
H3/h6 - evaluation of the returned battery (B)(6) found the battery had low voltage and dead cells. Codes b01, c02, d02 apply. Evaluation of the returned power supply (B)(6) lot# 19370079 found the power supply shut down when disconnected from power. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.